Event description:
Consumer called stating that a piece of the ih6065 3 position recliner chair that he purchased for his mother, who resides in a facility, allegedly bent while being used. Unsuccessful follow up call made to obtain what part of the product is actually bent. No injury. Malfunction of the product has not been confirmed. Consumer to contact dealer to order replacement part(s).